Event description:
Hive-like swelling at treatment site [injection site swelling]. Case description: spontaneous report received on 13-jun-2008 from a physician via a distributor regarding a female patient, (B) (6), who had a relevant medical history of: allergy to bees, allergy to strawberries, allergy to cipro. The patient received captique treatment in the lips in (B) (6) 2006. Shortly after treatment, she experienced extreme hive-like swelling. Since her captique treatment, the patient has been treated with restylane, juvederm ultra and juvederm ultra plus, all on separate occasions. With each of these treatments, she experienced the same reaction. She has experienced the same reaction to a flu-shot that she received in (B) (6) 2007, and also on another occasion from an unknown event. The patient did see the treating physician after her captique treatment, and the physician confirmed the events (hive-like swelling). The physician prescribed the patient claritin, benadryl and prednisone for her symptoms. As of the date of receipt of this report the patient outcome was unknown. Concomitant medications reported include: birth control, alprazolam (alprazolam) and altace (ramipril).